Event description:
Additional information received reported that reprogramming and not yet been performed. The manufacturer representative (rep) would try to get with the patient the next week. The patient had an appointment on (B)(6). The healthcare provider (hcp) would go over the results of the x-ray and the hcp wanted the rep there to reprogram. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient stopped feeling stimulation friday night or saturday morning. The patient¿s battery went dead and then she charged it fully. The stim was increased to 10.5v and different electrode combinations were tried, but the patient could not feel stim. The patient had no falls or trauma. The lead was cervically placed. Group impedance was 584v, 4.155ma. A1 was 2+3-4-5+; a2 was 10+11-12-13+. Electrode impedance with reference 0: 1:1265, 2:2307, 3:3318, 4:4095, 5:5070, 6:6057, 7:767, 8:3840, 9:4783, 10: 5826, 11:6971, 12:8206, 13:9361, 14:10,447, and 15:11,378. Electrode impedance with reference 10: 0:5827, 1:7167, 2:8340, 3:9596, 4:11,908, 5:12,912, 6:13,844, 7:222, 8:1142, 9:1142, 11:2222, 12:3289, 14:4133, and 15:5191. The cause of the impedance issue was not determined. The patient was scheduled for x-rays. It was not considered device related. It was not known if there were lead fractures. The manufacturer's representative tried to reprogram. The manufacturer's representative was waiting to see what the x-ray showed. Later, the x-ray findings were normal, with no fractures, and in place. The patient would be scheduled to reprogram. The patient would not be known until after reprogramming. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 39286-65, serial# (B)(4), explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information reported that the ins and leads were replaced on (B)(6) 2015. During the procedure it was noted that when the physician removed the leads they came out the ins without using a torque wrench. Also observed was that the lead was not on the spinal cord. The patient was reported as getting good therapy following the replacement. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was recently pregnant and lost the child and hour before their appointment, so they cancelled it.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that despite repeated attempts to reprogram the patient was still not getting any stimulation. An x-ray was done and the results came back fine and the physician said everything looked in place. When the manufacturer's representative (rep) asked if the leads tails into the implantable neurostimulator (ins) were checked to see if they were seated properly the rep. Noted he wasn't sure, and it was recommended to do this. It was reviewed the issue was likely with the lead because impedances were giving values and it was able to complete the measurement. Values of electrode impedances test done at 3.0 volts varied from 1322 to 9971 ohms. There were many pairs with values about 4000 ohms as well. The patient didn't feel any stimulation when the electrode impedance test was done. The patient had left sided pain they were trying to cover. It was noted the lead was placed cervically. Surgical correction was reviewed. The rep. Further reported that an impedance check was performed and it was high but not out of range. The physician was supposed to send the patient to another physician to revise the battery or the lead. At the time of the report the patient was not receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).